Event description:
Medtronic received information that three years after the implant of this bioprosthetic aortic valve, the valve was explanted. The reason for the explant is unknown. A another valve was successfully implanted.

Manufacturer narrative:
Additional clarifying information was received that the valve was explanted due to a thrombus. A patient prosthesis mismatch was also suspected, therefore a larger 23mm valve was successfully implanted. The device will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: based on the limited received information, the patient-prosthesis mismatch could be a contributing factor of the thrombus formation. However, a conclusive root cause cannot be determined. A review of the device history record (DHR) was also performed for this valve, there were no issue identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.